Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer and was informed by user facility personnel that the unit had alarmed "unload door locking system" prior to the reported event. This alarm indicates that the locking mechanism does not detect the unload door as locked. During the inspection, the technician found that the door closed switch required adjustment. The technician adjusted the door closed switch, tested the unit, confirmed it to be operating according to specifications and returned it to service. No additional issues have been reported.

Event description:
The user facility reported steam leaking from their vision 1327 cart washer. No report of injury.